Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are on program 3 and it was not helping their bladder control. They adjusted amplitude and if they move it up anymore they get a really bad pain so they moved it back down and they are able to feel an urge however were still incontinent. They have no control and patient wondered if their muscles would learn to hold back their urination until they could get to the bathroom. The issue has been going on since they got the implant. The doctor's office told them to call medtronic. Reviewed how to change programs. Patient changed programs and adjusted amplitude to a comfortable level and will monitor symptoms. Additional information was received from the patient on (B)(6) 2023. They repeated therapy issue as previously reported and documented. Patient said they had gone through all of the programs twice and when asked, patient said went to the highest setting of each of the programs. Patient said that one change they had noticed since about a week after the implant was that the stimulation sensation had changed and they now felt it in the inner thigh. When asked, no falls or trauma have occurred. Patient said that they went to their hcp office however no one checked the device and patient was redirected to contact the manufacturer. Redirected patient to contact hcp office to schedule device check appointment with the manufacturing representative. Email was sent to field team. Upon review, when asked, the patient had said that they had had fantastic results during the trial stage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.